Manufacturer narrative:
Correction to follow-up 1 MDR in block h6.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the ipg was having communication issues with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
(B)(4). The returned implantable pulse generator (ipg) on this report was analyzed and the allegation of difficult to charge ipg, error codes displayed on rc, and failure to change/turn stimulation on/off was not confirmed. The ipg successfully passed the visual inspection and all tests. The data log indicated normal battery depletion after a four-hour charging cycle. Stimulation was able to be activated and deactivated without any issues.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the ipg was having communication issues with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the ipg was having communication issues with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the ipg was having communication issues with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.